Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
No button error alarm noted during testing. The insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.